Manufacturer narrative:
The pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, prime test and displacement test. The pump was received stuck in the motor error loop during bolus basal delivery. The pump was unable to confirmed motor position encoder error alarm due to history file overwritten with spanish software alarms. Spanish software alarms were due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm and motor position encoder error alarm. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.